Event description:
The customer reported that they were unable to use the subtraction function. A loss of subtraction or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or rescheduling of an interventional procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced. The system was tested and found to be working as intended and put back into service.